Event description:
Patient emailed dexcom technical support on (B)(6) 2013 and claimed a few inaccurate cgm readings on (B)(6) 2013. Distributor reported no injuries or medical intervention at the time of contact with dexcom technical support.